Event description:
User experienced discrepant cortisol results for 5 patient samples. All samples were repeated in 2008. Sample 1: initial result gave 2.47 ug/dl, repeated five times giving 2.63 ug/dl, and with dilution gave 1.51, 1.57 and 0.439 ug/dl. Sample 2: initial result gave 2.98 ug/dl, repeated two times giving 1.64 ug/dl and with dilution gave 0.327 ug/dl. Sample 3: initial result gave 3.22 ug/dl, repeated four times giving 1.26 ug/dl, and with dilution giving 0.436, 0.432 and 0.106 ug/dl. Sample 4: initial result gave 2.5 ug/dl, repeated four times giving 2.12 ug/dl, and with dilution 0.615, 0.565 and 0.161 ug/dl. Sample 5: initial 3.13 repeated four times giving 2.99 ug/dl, and with dilution giving 0.564 and 0.421 and 0.099 ug/dl. No patient results were reported. Although the field service representative could not determine a cause, noted he adjusted the sample probe. On a follow up visit, he replaced the measuring cell which improved the performance of the assay. Performance tests were performed.